Event description:
The patient contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm, which occurred on the homechoice (hc) during use at the end of therapy. The patient stated at the end of therapy received a high drain 104/call pd nurse alarm. In drain 4 of 4 the drain volume equaled 3109ml. The technical service representative (tsr) explained and reviewed the program. The hc was programmed for continuous cycling peritoneal dialysis, with a total volume of 6000ml, a total time of 9:00 hours, a fill volume of 1500ml, a last fill volume of 0ml, and 4 cycles. The tsr reviewed the therapy log. The total fill volume equaled 6012ml, the total drain volume equaled 7345ml, the total uf equaled 1333ml, the cycle 4 uf equaled 1607ml, the cycle 3 uf equaled 8, the cycle 2 uf equaled -89ml, and the cycle 1 uf equaled -193ml. The tsr explained and the registered nurse (rn) stated the patient was very positional. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 104 alarm. The rn stated that there was no patient injury or medical intervention associated with this event. The rn stated the patient has not reported any other drain volume or other symptoms that meet iipv criteria. The rn stated the patient has been continuing therapy successfully on the cycler. No allegations were made against any of the patient's disposable products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was one or more cycles advancing to the next fill when a slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.